Manufacturer narrative:
The customer reported that the central nurse's station (pu-681ra) intermittently went into signal loss with all telemetry devices and displaying pacing spikes on the ECG tracings for patients who do not have pacemakers. Nk tech support recommended that the customer do the following troubleshooting steps: check the antenna's, cable connectors, power supplies, and amplifiers. Check anything environmentally that could be with in the same frequency range such as, lighting ballasts, new lighting installed, microwaves in kitchens and food carts. Document when these spikes occur, and record the specific patient cable being used. The customer stated that there is some construction on the above floor. Nk tech support recommended that the customer check to see if the construction is within the antenna field. Nk tech also recommended the customer to check the org closet to make sure that all the org's are operating correctly, and all wiring and connections are good. The customer will call nk back with the findings. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns: telemetry devices (no models and serial numbers were provided), org (no model and serial number was provided).

Event description:
The customer reported that the central nurse's station (pu-681ra) intermittently went into signal loss with all telemetry devices and displaying pacing spikes on the ECG tracings for patients who do not have pacemakers.

Event description:
The customer reported that the central nurse's station (pu-681ra) intermittently went into signal loss with all telemetry devices and displaying pacing spikes on the ECG tracings for patients who do not have pacemakers.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (pu-681ra) intermittently went into signal loss with all telemetry devices and displayed pacing spikes on the ECG tracings for patients who did not have pacemakers. The nk clinical application specialist assisted the customer by providing some troubleshooting steps to eliminate the artifact. This included checking antennae, cables, power supplies, amplifier, orgs, and any other devices in the vicinity that would interfere within the same frequency range. The customer reported that there was construction going on one floor above. During a follow-up with the customer, nk tech support learned that the issue had been resolved and was no longer occurring. The customer did not provide details on the resolution. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: based on the troubleshooting steps given to the customer, the most likely root cause for this issue is either improper device set-up or environmental factors. As the resolution could not be confirmed, root cause cannot be determined. As the issue was resolved by the customer, no device malfunction is suspected. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. As it is not suspected that the issue was caused by a device deficiency or malfunction, a CAPA is not initiated. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters: model #: ni. Serial #: ni. Org: model #: ni. Serial #: ni.